Manufacturer narrative:
(B)(4. The customer returned one used 4-lumen cvc catheter with luer locks attached. Visual inspection was performed and the proximal extension line was found to be torn. The surfaces of the tear were found to be smooth, similar to those caused by contact with a sharp object. The cut in the proximal extension was initiated 12.4mm below the luer hub. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the damaged extension line was confirmed during sample investigation. During the visual inspection it was found that the proximal extension line had been in contact with a sharp object. Based on the information provided that the issue occurred while changing the patient's dressing and while clipping the patient's facial hair, and the condition of the returned sample, it was determined that the probable cause of this issue is operational context.

Event description:
Documentation in the patient record noted that the white proximal lumen was used for continuous infusion for six days. Then the lumen was capped and should have been flushed twice daily with 10cc normal saline. No documentation about any trouble with the catheter leaking or the dressing being wet. Two days later, the registered nurse was changing the dressing due to coming off the patient's neck. They had called early in the day to ask about the dressing and it was suggested to clip the facial/neck hair around the insertion site to help dressing stay in place. During the dressing change it was noted the sutures were pulling the skin. She held the catheter and lumens while pulling the dressing away from the patient's neck. She then had to pull the dressing off towards the patient's neck again holding the catheter and lumens. After this, she noticed blood dripping from the white lumen. All the clamps on the catheter were closed and called for assistance". It was noted that blood was dripping from the proximal lumen. Vascular access team was called and catheter was removed. Upon checking the catheter, it was noted the white proximal lumen tubing had ripped approximately 3cm from the blue plate.

Manufacturer narrative:
(B)(4). Customer reports in the medwatch that there is: "no documentation about clipping any facial hair. Attempted to clip catheter tubing with clipper and unable to cut or damage catheter visually. This was done to see if the clipper may have caused it".

Event description:
Documentation in the patient record noted that the white proximal lumen was used for continuous infusion for six days. Then the lumen was capped and should have been flushed twice daily with 10cc normal saline. No documentation about any trouble with the catheter leaking or the dressing being wet. Two days later, the registered nurse was changing the dressing due to coming off the patient's neck. They had called early in the day to ask about the dressing and it was suggested to clip the facial/neck hair around the insertion site to help dressing stay in place. During the dressing change it was noted the sutures were pulling the skin. She held the catheter and lumens while pulling the dressing away from the patient's neck. She then had to pull the dressing off towards the patient's neck again holding the catheter and lumens. After this, she noticed blood dripping from the white lumen. All the clamps on the catheter were closed and called for assistance". It was noted that blood was dripping from the proximal lumen. Vascular access team was called and catheter was removed. Upon checking the catheter, it was noted the white proximal lumen tubing had ripped approximately 3cm from the blue plate.